Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. The returned sample was visually inspected and no obvious defects were found. The connectors were all in good condition, no damage observed that would have caused or contributed to the event. A calibrated console representing the current software version was used to test the sample. The sample could prime and tune with the handpiece successfully. The irrigation and aspiration pressures were measured at multiple setpoints and met specification. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the leakage was occurred from aspiration connector, aspiration was failed and air was entered intermittently during the surgery. The product was replaced and the surgery was completed. There was no patient harm.